Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient experienced pain and swelling at the ipg site. X-rays confirmed that the ipg had flipped in the pocket. Surgical intervention may be pending to address this issue.